Event description:
The initial reporter received questionable calcium and other assay results from multiple patient samples tested on the cobas c 503 analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result was not reported outside of the laboratory. The reporter stated that the obvious low result prompted the rerun of the patient sample. The initial calcium result was 7.96 mg/dl. The repeat result was 9.67 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was caused by the main water pressure that was too high and the rinse mechanism water level that was out of adjustment. He then adjusted the main water pressure, the gear pump pressure, and the rinse mechanism water levels. He performed sample probe adjustments, gear pump water adjustments, hardware instrument checks, and 21-cup precision checks. The customer performed qcs with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.